Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 23 apr 2021 were reviewed on 11 may 2021 by a clinician to identify patient harms/product issues. Primary operative notes 06/24/2015 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision due to component loosening. Upon entering the joint, scarring was encountered and removed. Findings include synovitis, instability, subsidence of tibial component along with loosening at the cement to implant. Insert, tibial and femoral components replaced with competitor products. Patella was not revised, no deficiency noted. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015. Dor: (B)(6) 2021. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.